Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the issue with suite pc. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. The issue was resolved in another case by replacing the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system was having problem with the device's suite computer, which prevented the system to successfully boot up. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc and reloaded the software which returned the device to use in good working order.